Manufacturer narrative:
Device passed the displacement test. Device received with stripped battery cap coin slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was off right now as customer cannot get the battery out. Customer states that battery cap was stripped. Customer¿s blood glucose was 10.7mmol/l at time of incident. Insulin pump will be return for analysis.